Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured at 15 atm during the first inflation in the sfa. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned. Based upon the sample condition, the complaint investigation is confirmed for a leak at the butt joint. The complaint investigation is inconclusive for a balloon rupture, as the balloon could not be inflated due to the leak at the butt joint. Per the reported event, the balloon was inflated within a stent. It is possible that the stent may have contributed to the balloon rupture. Additionally, it was noted that the treatment site was highly calcified; therefore, it is possible that patient factors contributed to the rupture. However, the definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.